Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 15 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type iii, bone graft was executed, fenestration occurred during surgery and immediate implant was performed.